Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer received a calibration error, a sensor error, and a change sensor alarms. His/her blood glucose level was 360 mg/dl but his/her sensor glucose reading was 40 mg/dl. The customer's blood glucose level went up to 450 mg/dl. The product was not returned. Nothing further to report.